Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device would not stop running. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. A visual and functional assessment was performed which found that the device would not oscillate and had an unusual sound while running. During service/repair, it was determined that the device had an unknown liquid inside, the motor-vibration, bearings and seals were also worn. It was determined that the issues were consistent with improper cleaning and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.